Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was requesting to get in contact with a company representative. Patient states having 6 surgeries since then and got the nevro spinal cord stimulator placed because of pelvic pain. Patient states the device has been off because it hits the uterus. The device is off but it hurt the bladder because of adenomyosis and patient thought they were going to get a hysterectomy and then got the nevro for the pelvic pain. The device started hurting at implantation because of the uterus stuff going on. Agent emailed representative.